Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent oversensing and undersensing on the rv channel in recordings transmitted to home monitoring was reported. Oversensing appeared to be limited to one recording and the short rv interval counter showed only one day with many short intervals detected. Rv threshold trend shows rv threshold measurements from less than 0.5v to 3.9v. Thresholds measured with the patient lying in different positions in office were all less than 1.0v. Postural testing and isometrics revealed no noise. Rv minimum sensitivity threshold was lowered to 0.5mv to account for intermittent small, undersensed r-waves. Lead to be monitored and remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.